Event description:
Could an ablation procedure caused impedances to be o ohms? Caller stated that the patient had an ablation yesterday which resulted in impedance measurements of 0 ohms. Explained to the caller that an ablation can cause this. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).